Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a high blood glucose event. The customer's blood glucose was over 600 mg/dl. Customer also reported a low blood glucose event where their blood glucose declined to below 30 mg/dl. The customer stated the paramedics were called to treat for their low blood glucose. The customer was also hospitalized for this low blood glucose incident in february of 2015. Customer reported experiencing seizures and memory loss from their low blood glucose. Customer also had a weak signal alert on their sensor. The customer declined troubleshooting. No additional information provided.